Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector(s) was disconnecting the following information was received by the initial reporter with the following: according to the customer report when the infusion set is connected to the female side (mixing part) it was disconnected. When a luer lock syringe was connected, it did not come off, but when the customer tried to connect an infusion route (terumo "terumo fusion infusion set" 20 drops slim plastic bottle needle pp integrated lock_ti-u750p), it felt like it was being pushed back and came off.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: one mz5303 sample was received without packaging for investigation; some clear residual fluid was present and no connecting product was returned. The customer reported that the maxzero disconnected when connected to a "terumo fusion infusion set". A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and other bd stock products remained secure; no inadvertent disconnection occurred throughout testing despite attempts at manipulation. Furthermore, no leakage was observed from any part of the infusion set throughout pressure testing. The details of this feedback were forwarded to the manufacturing site for investigation. A lot number was not provided as part of the investigation; however a review of the laser ID 232234a22 from the maxzero component confirmed a possible lot number to be either 23089343, 23089347, 23089348, 23089349, or 23089350. A review of the production records for the potential lot numbers did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz5303 set in the past 12 months.